Event description:
It was reported that the right ventricular lead would not capture and had poor sensing. It was also reported that an attempt to reposition the lead was not successful because the helix got stuck and would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed). All insulators were breached cut, the outer tubing overlay was breached cut and there was blood in /on the helix/lobe mechanism. Visual analysis noted apparent explant damage.